Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were low at approximately 20mg/dl, after delivering a bolus and not eating enough food to match the bolus request. The customer took some pills to treat leg cramps, but did not do anything but sleep for a few hours to treat low bgs. The customer's bg levels eventually came back up to a normal value of 236mg/dl.